Manufacturer narrative:
St. Jude medical voluntarily and proactively stopped selling riata and riata st silicone defibrillation leads in december 2010. No riata and riata st silicone endocardial leads included in the fsca have been distributed post this corrective action.

Event description:
During a follow-up, before an elective device replacement, the integrity of the right ventricular (rv) lead was tested using x-ray. The diagnostic imaging performed confirmed that there were externalized conductors on the rv lead. All electrical parameters were normal. An attempt to replace the lead was made, but was unsuccessful due to stenosis, calcification, and no vein access. The physician stopped the procedure to discuss explant with the patient. Furthermore, during a different procedure, the device was electively removed due to normal elective replacement indicator (eri), but the patient refused extraction of the rv lead. The lead remains implanted and will continue to be monitored. The patient was stable with no adverse consequences.